Manufacturer narrative:
Investigation evaluation: the barrel, trigger cord, two-way handle, loading catheter and irrigation adapter were included in the return. All six bands were not returned. A functional test was performed on the two-way handle and the handle functional properly. The cord was not attached on the barrel; the cord was fully intact. The cord was measured and found to be within specification. The beads were verified for correct fill and location. A dimensional verification of the friction-fit adapter was performed using a pin gauge. The barrel accepted and fit securely on the pin gauge. The user did not provide information regarding the endoscope model used during the procedure. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Labeling on the device lists the recommended endoscope size for each registered product number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged¿. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. The instructions for use precaution the user that it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The cap for the device separated from the endoscope. The device was still attached to the string so nothing was left inside of the patient. It is unknown how the procedure was completed.